Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-00961. Follow-up information identified the patient's migrated scs lead was explanted and replaced. The patient's scs system was programmed and the patient reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2 reference MFR report: 1627487-2016-00961. It was reported one of the patient's scs leads migrated down. Surgical intervention is planned for a later date to address the issue.